Event description:
A b-braun horizon/outlook IV pump set -us3130- was attached to a patient with IV fluids infusing. When the nurse entered the room; blood was backed up and coming out of the lowest port of the IV tubing. It was found that the inner blue part of the port was depressed down opening the system and allowing the blood to back up and flow out. The nurse had never accessed or used the port. The tubing was removed and replaced with a new tubing. There was no injury to the patient. The packaging was not available, so we do not have a specific lot number. Dates of use: (B) (6) 2010.